Event description:
International distributor contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on (B)(6) 2013 due to early sensor failure, patient reported the wire was not visible on the underside of the sensor pod. At the time of his contact with the international distributor, patient reported being in fine condition.dexcom attempted to acquire additional information related to the event, to no avail.additional information will be provided should a more complete version of the complaint become available to dexcom.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.